Event description:
It has been reported to philips that the system was not turning on. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips service engineer inspected the system on site. It was identified that sibbox was failing. The sibbox has been replaced that the system was returned to use in good working order. Philips has continue to investigate of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on correctly. Upon functional testing, the fse found that the system interface board (sib) box was defective. The fse replaced the sib box unit. After the replacement of the sib box unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.